Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Letter of representation received from patient's counsel states that the patient has sustained injuries as the result of the implantation of a stryker secur-fit hip replacement. The exact extent of the injuries are unknown at this time.

Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown secur-fit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -clinician review: no patient medical records were available for review. -product history review: a review of the product history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause be determined due to a lack of provided information. Further information such as return of device, patient history, medical records, x-rays, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Letter of representation received from patient's counsel states that the patient has sustained injuries as the result of the implantation of a stryker secur-fit hip replacement. The exact extent of the injuries are unknown at this time. During 2014, patient began to develop pain in her right hip, muscle aches, followed by hearing/vision loss and chronic distal polyneuropathy and elevated cobalt and chromium levels. She underwent revision on (B)(6) 2015 at which time surgeon encountered black tissue and dark black metallic fluid within hip capsule. Upon disassembly of the c-taper lfit head from the trunnion of the secur-fit stem, taper corrosion and scratching were noted within the bore.